Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
Initial report was that a patient presented with high impedance. It was noted that x-rays were performed and did not show a lead fracture. The x-rays have not been received or reviewed to date. The patient did not report any symptoms associated with the high lead impedance. Design history records were reviewed for the generator and the generator passed all specifications prior to distribution. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Initial report inadvertently did not include the following narrative: internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed.